Event description:
It was reported that the patient presented for a device upgrade procedure. Upon pre-operation device interrogation, it was noted that the right atrial (ra) lead exhibited noise over-sensing, which resulted in episodes of inappropriate mode switch and pacing inhibition. The physician capped the chronic ra lead and implanted a new ra lead. It was found that the new ra lead exhibited a high pacing threshold. The new ra lead was explanted during the same procedure. The physician decided to keep the chronic ra lead. The patient was in stable condition.